Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involve in the reported incident was not return for a further and more detailed evaluation. Test result(s): defect was not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV pump process improvement meeting ran by (B)(6), the customer stated that a patient on pressors arrested due to the nurse not able to hear the alarm. I do not have any other details related to this incident.